Event description:
This is the second of three reports for the same patient involving three separate products. Refer to MDR number 8030647-2015-00032 for the first report. Refer to MDR number 8030647-2015-00037 for the third report. It was reported that three closed suction catheters were leaking air through the thumb control port and back to the suction canister through the suction tubing. The rate of air loss was 150 cc/minute. The air loss was stopped by disconnecting the vacuum line and occluding the suction port near the thumb control valve. It was not known if the thumb control valve was locked or not. It is the hospital's policy to lock the button when not in use.

Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The actual device was not returned. A sample device was not available for this event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).